Manufacturer narrative:
Analysis of the leads found the conductors were broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated the patient had a fall in (B)(6) 2019 and the stimulation was not as effective after the fall. The rep met with the patient on (B)(6) 2019 and ran an impedance check on the ins and saw contacts 0-3 were fine and the rest had high impedances. The rep stated they ran impedances yesterday and all contacts were out of range. The rep stated they planned a to replace at least the ins yesterday and when they were in the or they thought maybe the leads were disconnected so they connected the 97715 to the implanted leads and found that the contacts were all still outof range. They decided to replace the whole system to remedy the situation. Additional information was reported that after inspecting the ins connection to the lead, everything seemed connected physically, but he pain says were still off. The leads were unscrewed and put back in and checked in vinces again. The patient's high impedances were resolved with the replacement. No further complications were reported. No additional patient symptoms were reported.